Event description:
In the 08/2001 a tyco healthcare employee received information reporting an issue with a 760 ventilator in the united states. The pressure solenoid printed circuit board, controller printed circuit board and eeproms sustained thermal and smoke damage. No info has been received regarding pt involvement or environment of use of the ventilator. The MFR is seeking further information.